Event description:
Doctor called to report the customer is in the ER with hypoglycemia. Her blood glucose was at 41 mg/dl upon arrival and the hospital had her eating a meal to correct it. The pt was contacted and reported that a lifescan meter read 181 mg/dl while her omnipod pdm read 250 mg/dl. The call was disconnected before history prior to the event could be collected. The pt's boyfriend called back and stated that at 9:41 am ((B)(6) 2010) her blood glucose was 38 mg/dl and she was nonresponsive. Also, on (B)(6) 2010, she got a result of 38 mg/dl and then 88 mg/dl immediately afterward.

Manufacturer narrative:
The returned product was evaluated and found to be functioning within specifications. No malfunction or other product condition that could have caused the erroneous blood glucose measurements or contributed to the pt's hypoglycemia were detected. Qualification records for the product lot were reviewed; all acceptance criteria were met. The omnipod user's guide cautions the customer that when blood glucose results are inconsistent with symptoms, and control solution test should be performed and "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately."